Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that there was blood on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted a fresh 14-52 gray stylet was inserted into the lead and was only able to be inserted 1.5 cm before coming to an occlusion in the distal conductor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guidewire could not through the leads. Both leads were replaced because there was blood on the guidewire. After cleaning hands, the physician was able to place the new leads without any issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.